Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. It is stated that the "graft between the third and forth stents from proximal side got tortile." A plausible explanation for the tortile graft material could be rotating of the delivery system during the procedure. There is no evidence to suggest device is not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair with right femoral artery approach on (B)(6) 2013. The patient's anatomical form was suitable for the endovascular repair. After bypass between left subclavian - left common carotid arteries, the tx2 proform stent graft was to be implanted right below the left carotid artery. Though the stent graft was deployed in the desired position, the graft between the third and forth stents from proximal side got tortile and the stent graft was placed with the torsion. When the delivery system was removed, the dilator tip would not pass through the narrowed part of the stent graft due to torsion. The physician attempted to pull the delivery system forcibly, then whole stent graft was migrated distally. Then, balloon device was inserted from the left femoral artery to dilate the narrowed part of the stent graft, which resulted in success in removing the delivery system. Another manufacturer's stent graft (tag37mm x 20cm (tgt3720)/ gore) was additionally placed in the proximal side to deal with the migration. Patient outcome: there has been no adverse effects to the patient.